Manufacturer narrative:
The reported event of low pacing lead impedance and insulation damage were confirmed. A partial lead was returned in two pieces for analysis. Full breached outer insulation degradation was found at 4.5 cm from the connector pin region. Multiple external insulation abrasions were noted at 6.2 ¿ 6.3 cm and at 6.5 ¿ 6.6 cm from the connector pin consistent with lead friction to device can. The cause of the reported events is due to the full breached outer insulation degradation and external insulation abrasions. Additional information: d10

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06757. It was reported that low, out of range pacing impedance was noted on the right atrial (ra) and right ventricular (rv) lead. Insulation damage was suspected when the patient fell few months ago. The leads were explanted along with device as patient did not want anything in the body. The patient was not dependent and was stable post procedure.